Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported that the user is able to (B)(6) export imrt plans that have only been optimized and not segmented. The customer could deliver the plan. There was no mistreatment reported based on the available information.

Manufacturer narrative:
Sections have been updated as impac medical systems inc has changed its name to elekta inc as of the (B)(6) 2017. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product, however as long as clinical qa checks are carried out this issue can be detected, reducing the probability of this occurring to implausible . This defect has been fixed in the following release of xio version 5.10.03.